Manufacturer narrative:
Additional information recvd 12/04/2008: the insert was removed during the revision of the head. This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00339. This event occurred in another country.

Event description:
This insert was removed during revision of the head.